Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (download code 139) has been confirmed. Upon engineering investigation, the monitor revealed a download code 139. This service code is indicative of a segmentation fault is a flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn. The flash memory components had intermittent bga connections. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). Will release monitor sn (B)(4) and close complaint. No adverse event resulted from the defective memory. The pt rec'd a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that a service code was displayed. The pt was issued a replacement monitor.